Event description:
ECG monitor on pt in emergency care unit. Central monitor not showing pt on monitor but pt showing on room monitor.

Event description:
Voluntary reports mw1035356, mw1035357, mw1035355 document three medwatch reports received from mercy hospital for related issues that occurred on one patientnet central station monitoring system. The site has reported instances of signal dropout and inability to access pt information at the central station when pts are being monitored at the bedside, via instrument transmitters (bedside monitors). Please note that prior to the first medwatch event that was reported to have occurred in february 2005, datascope service advised the customer that one access point should be replaced, or at least moved, in order to address signal concerns they were having. The customer declined to follow this advice. The patientnet system at mercy utilized "quarter band" operation at the customer's request to alleviate their concern of interference from a philips system also in use at the site, although there had been no direct evidence of interference. Quarter band operation utilizes only one quarter of the available transmission frequencies. Other systems can thus be configured to operate in different quarter bands, alleviating the potential for interference. Based upon the investigation conducted by datascope service, it was determined that the site would benefit from installation of "full band" operation. Full band operation allows the system to take advantage of the full range of signal frequencies available. Datascope service arranged to visit the site june 2005 and upgrage the patientnet central station software to "full band" operation. After upgrading the system software to full band operation, datascope service reprogrammed sixteen instrument transmitters and four access points to full band operation, and added one additional access point. Any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Mw1035356 occurred on 2/2005, mw1035357 occurred on 4/2005, mw1035355 occurred on 4/2005. Datascope service was advised in april 2005. Patientnet central station 108033 remains at the site at this time. Quality engineering called the site in june and received confirmation. The site medwatch reporter, that the site had no more difficulty with their system following the upgrade. It is respectfully requested that any additional questions related to the design of the device be submitted to the manufacturer of the device, ge medical systems information technology. I trust you will find this information responsive to your inquiries.